Manufacturer narrative:
A replacement canopy and replacement safety sheets were sent. The user manual instructs to discontinue use of the cubby bed and contact cubby bed if anything is damaged or missing on pages 15 and 22. Zipper functionality is verified with current controls that are in place at the contract manufacturing facility. The product is inspected during in-process and final inspections. The controls in place to ensure the sheets and canopy are manufactured to cubby design specifications include training, work instructions, qa in process inspection, first sample review and a functional test by aql. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
Per parent the zipper tab broke off the sheet and it was thrown out. Per the parent, the other sheet zipper is splitting and the child is escaping. An image shows the split zipper but a small section is zipped. A replacement canopy and safety sheets were sent and requested return. The parent made no statement regarding injury to the child. There was no report of injury as a result of the event.